Event description:
General report received of an unspecified number of undocumented incidents of leaks. The male adapters of unspecified primary tubing sets were connected to the female adapters of the extensions tubing sets and were to be used to deliver unspecified volumes of total parenteral nutrition and lipids, at unspecified rates. The customer contact reported that after unspecified lengths of time after priming the tubing sets, prior to pt use, unspecified volumes of solutions leaked from the outlet ports of the filters of the tubing sets. The tubing sets were replaced and the therapies were initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. The lot number of the devices that were in user is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 24098w or 261764w. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.